Event description:
Unacceptable thresholds

Event description:
Unacceptable thresholds. Additional information received that the pt reported to ER with dizzy spells irregular heartbeat and no capture found.